Event description:
Caller reported that the ibc dropped by 50% in a short period. There was no adverse impact to the customer's blood glucose level. The issue occurred previously, and the customer did not want to engage in further troubleshooting, requesting instead a customer service callback for follow-up.